Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The packaging was returned and from the returned product evaluation it was determined that, the poly bag has cloudy appearance and small tear and the returned implant doesn't exhibits any residue or scratches. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause is attributed to abrasion caused when the poly bag rubbed with implant during transit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the implant was opened during surgery, the plastic bag containing the implant was cloudy. The surgeon decided to use a different implant.